Event description:
It was reported that during a gastrectomy procedure, as part of the staple line did not complete on the first firing, and there was bleeding from the margin. Some staples remained in the cartridge. Additional suture was performed to complete the procedure along with another device. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.